Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause. There was no indication that there was an issue with the lens. There are no other complaints in the lot. The manufacturer internal reference number is: 2020-71144.

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure an intraocular lens was implanted, but then the following day a vitreoretinal surgeon removed the lens and performed a vitrectomy. Another lens was then implanted. The patient is reported as doing well.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic is pulled from the haptic insertion area (returned). The pulled out haptic has a bulbous area which is indicative that a weld was performed during the manufacturing process. The optic has been cut in half typical of insertion and removal from the eye. A small chunk of lens material is broken off the edge of the optic and laying on the surface of the lens. Qualified associated products were indicated. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. The lens was removed at the advice from the vr surgeon. The manufacturer internal reference number is: (B)(4).